Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6)2009. (B)(4).

Event description:
It was reported that the left ventricular lead was fractured and was noted to have no capture. During the revision procedure, the lead was noted to have dislodged and came out. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.